Event description:
While under sedation for a therapeutic open heart procedure it was reported that particles from the distal end of the scope came off into the patient. The particles were retrieved by extra suction and there were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide additional information received from the customer indicating that the particles fell into the airway/bronchus. The patient was under general anesthesia during the procedure. Updated fields: b5, f9.